Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of abnormal low voltage, power cable disconnect, and no external power alarms were confirmed via evaluation of the submitted log file, containing approximately 39 days of information (23jul2023 to 31aug2023 per timestamp). From 2:06 to 2:17 on 13aug2023 and from 8:51 to 15:16 on 18aug2023, abnormal low voltage and power cable disconnect alarms were observed while the controller was connected to battery power. During these time frames, the rsoc of either power cable was observed to occasionally fluctuate below the designed alarm thresholds. In relation to these fluctuations, a few no external power alarms were also observed; these alarms activated when the rsoc of one power cable was fluctuating, and the other cable was disconnected for a routine power source exchange. The abnormal rsoc fluctuations appeared to resolve on their own and did not recur after the date of 18aug2023. An additional no external power event was also observed at 14:42 on 31aug2023. This alarm appears to have activated due to the user simultaneously disconnecting both cables from external sources during a power source exchange. This alarm resolved when external power was restored to the system. Throughout the observed no external power events, the backup battery was able to support the system as intended. The pump maintained a speed above the low-speed limit throughout the data without issue. The heartmate ii system controller (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain details surrounding the resolution of the events and the troubleshooting performed; however, no response was received. The root cause of the fluctuations in rsoc could not be conclusively determined through this evaluation. The root cause of the no external power event at 14:42 on 21aug2023 was determined to be user error in simultaneously disconnecting both power cables. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii instructions for use (section 3 entitled ¿powering the system¿) and heartmate ii patient handbook (section 3 entitled ¿powering the system¿) address how to properly change between power sources. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including power cable disconnect, low voltage, and no external power alarms. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate ii system controller were unable to be reviewed, as the serial number of the controller was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related mpu is reported under MFR# 2916596-2023-06772. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to the emergency room with left sided chest pain, low flow, and low voltage alarms. The log file captured several low voltage hazard events throughout the log while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The log also showed a low voltage hazard/no external power event while using the mpu. It appeared that the patient was switching from mpu to battery power and disconnected both power leads. Continued low voltage hazard events were noted when using battery power with the black power lead disconnected.